Manufacturer narrative:
Operator of device and if initial reporter also sent report to FDA, are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that device failed accuracy -7.05% during testing. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device all intact. There was no evidence of the error recorded in the event history log. The reported problem was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. No fault was found with the device. For preventative action the expulsor was trimmed down. The root cause of reported problem was unknown. Product is beyond 5 years from manufacture date of 2016-09 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous 2 years and there was no indication of a service issue during the investigation., corrected data: correction: d4: model number: 6400. Correction: h4: mfg. Date. 24-oct-2016.